Event description:
It was reported that "dr. (B)(6) was using the reamer distractors and t handle to perform a tlif. The disc space was too tight and the torque on the t handle was too much and it broke at where it attaches to the reamer distractor."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.